Manufacturer narrative:
(B)(4). Batch #:t5dz5t. Investigation summary: the ec45a device was received for analysis with no apparent damaged and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the patient kept in recovery because of the stapling? All patients undergoing this procedure get general anesthesia and go to recover so this patient did go to recovery as normal is this recovery period typical for this practice for this procedure? Yes no patient harm and recovery was normal except additional trocar site was placed due to removal of stapler as noted how much more kidney tissue needed to be removed than typical? Entire kidney was removed as part of planned procedure is the current patient status known? No patient harm documented on operative record other than additional time needed to remove lodged stapler and additional trocar placement.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the stapler, with unknown reload, unknown buttressing material, locked on kidney tissue. The doctor tried to remove the stapler, but wasn't able to remove the locked stapler. The doctor chose to create an additional trocar port, introduced a second like stapler, and had to remove more kidney tissue than expected to remove the locked stapler from the patient. There was a fifteen to twenty minute delay in the procedure. The procedure was completed and the patient is in recovery, at the time of the call.